Manufacturer narrative:
Main investigation conclusion. The reported event of a yellow alarm on the mpu could not be confirmed through this evaluation. Event details indicated the suspect product was to be replaced by a new mobile power unit. The suspect product was expected to be returned for an evaluation. The information indicated the patient was unable to determine if the alarm is a yellow wrench or a battery alarm. A root cause of the unidentified alarm could not be determined during the evaluation. Additional information communicated on (B)(6) 2022 indicated the mobile power unit will not be returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial #(B)(4)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook, rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to inspect equipment that includes the mobile power unit. Under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use, rev c, ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial #(B)(4)) was shipped to the customer on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had alarms on their mobile power unit (mpu). The patient was unable to communicate whether or not the yellow wrench indicator was illuminated or if the batteries needed to be replaced. During this event there was no loss of power and the ac power cord did not come loose from the wall outlet or at the back of the unit. A new mpu was issued to the patient.